Event description:
(B)(4). Cramping, pelvic pain, discharge, hot flashes, night sweats, bleeding between periods, yeast infections, bacterial vaginosis, uti, itching, burning, of vaginal entrance, pain: back, joint, leg, breast gas, constipation, severe bloating, metallic taste in mouth, heartburn headaches, brain fog, forgetfulness, anxiety, mood swing, depression, ringing in the ears high blood pressure swelling of the legs and feet, dental issues, weight issues, excessive sweating, dry skin/hair.